Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of escherichia coli peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis was attributed to the patient¿s chronic bouts of diarrhea. E coli is one of the most common organisms causing gram-negative peritonitis in pd patients. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on pd therapy was hospitalized for peritonitis. The patient presented to the hospital with abdominal pain, weakness and lethargy. The patient was admitted and diagnosed with peritonitis. The patient¿s pd effluent was cultured and resulted positive for escherichia coli (e. Coli). The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin (dose, frequency and duration unknown). The patient was discharged to home three days later and continued to complete antibiotic therapy during recovery. The patient is continuing pd therapy on the liberty select cycler. The cause of the peritonitis was attributed to contamination from the patient¿s chronic bouts of diarrhea. There were no issues reported with the liberty select cycler or cycler set for this event.

Manufacturer narrative:
The concomitant products inadvertently included the liberty cycler set, however it should have included the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.